Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: a1, d4, h4 - patient initials and corrected serial number information.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Event description:
It was reported a patient's left ventricular lead presented with dislodgement. This was discovered by in clinic threshold testing. The lead was explanted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.